Event description:
The recipient can no longer hear with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
The detected root cause, a fatigue fracture of the wireguard and coil wire, is in line with the reported no hearing sensation. As the coil was positioned along a muscle a damage to the wireguard due to cyclic loads (i.e. Chronic implant movement) has very likely led to this fatigue fractures of the wires and wireguard. This is a final report.

Event description:
The recipient can no longer hear with the device. The uer has been re-implanted.